Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, lock line was observed to be stuck during release. The clip was released with lock line attached. The clip delivery system was removed from the anatomy. A knot in the lock line 5 cm from the tip was noticed at the back table post retrieval. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported physical resistance / sticking (lock line - difficulty) or material deformation (lock line). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficulty removing the lock line is a cascading event of the lock line knot. A cause for the reported lock line knot could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, lock line was observed to be stuck during release. The clip was released with lock line attached. The clip delivery system was removed from the anatomy. A knot in the lock line 5 cm from the tip was noticed at the back table post retrieval. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.